Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio meter compared to the poc meter. Complaint summary: date: (B)(6) 2013, inratio: (1.6), first poc: (3.0), second poc: (3.0). Two hours after testing on the inratio meter, the pt went to clinic and was tested on two poc meters. Pt's therapeutic range is 2.0-3.0. Caller reported the following operational techniques: pt did not use the first drop of blood. Pt was milking the finger after finger-stick. Pt was unable to obtain sufficient blood sample. Pt was having issues using capillary tube. Pt was filling micro-safe tube partially in intervals.